Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 6 mmol/l. Customer replaced the battery and the device continued to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and revert to back up plan. Customer stated she didn't have a backup plan, so she was informed to go to the hospital. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.